Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, internal battery wake volt failed, was observed on the device's error log. The service technician further evaluated and determined the internal battery and system printed circuit assembly had caused the ventilator service required alarm to occur on the device. In conclusion, the internal battery and system pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline proximal filter and blower assembly were replaced for contamination unrelated to the reportable issue. The muffler assembly and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.